Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call reported that they experienced diabetic ketoacidosis and was hospitalized with blood glucose levels of 530 mg/dl. The customer stated they were not feeling well but did not mention any symptoms. The customer stated that the issue was not caused by the insulin pump but by an infection. The customer did not provide any information as to their treatment for the high blood glucose levels. The customer did not return the product back for analysis.